Event description:
The customer reported that the jaws of the device would no longer open. The device was excised from tissue. There was no patient injury.

Manufacturer narrative:
Covidien reference # : (B)(4) . Date of initial report: (B)(6) 2010. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.